Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the battery was changed 6 times in 2 days using energizer ultimate lithium batteries. The reporter denied damage to the pump casing and the battery cap and there was no reported evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on to the verify screen normally. The black box revealed no evidence of excessive battery usage; the alarm history revealed multiple low battery warnings. The battery compartment was observed to be intact with no cracks. There was no evidence of moisture contamination inside the battery compartment. There was no battery cap returned. A test cap was used for all testing and was able to fully tighten onto the pump. A power loss was not observed. The current draws were observed to be within specifications. The pump case was removed and there was no evidence of moisture contamination inside the pump. Inspection of the battery terminal contacts revealed no evidence of intermittent contact. Product analysis was unable to duplicate frequency of low battery warnings observed in the alarm history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.